Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a crack starting at the top of the battery compartment that continues down to the pump case seal was observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.